Event description:
It was reported that the surgeon attempted to insert +23.0 diopter a cc4204bf collamer plate lens and the foam tip plunger overrode and tore the lens during ejection. There was no pt contact. The reporter stated the incident was due to a loading error.